Event description:
Caller reported blood glucose results of 406 mg/dl, 160 mg/dl, and 151 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the foam around the display assembly on the device had migrated up and was blocking critical info at the bottom of the display. There was no pt use associated with the reported failure.